Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a results of delamination.

Event description:
Consumer mailed in the survey to complain - the fit is fine. The flat portion of the protector fell off after only a few uses. Need a refund.